Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set. The leak can occur at the start of the infusion, during the infusion or near the end of the infusion. When a leak occurs, the primary set is replaced and the leak would resolved. There was no report of patient harm.